Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin squirted during prime. Customer stated that the insulin pump had unexplained and random no delivery alert. Customer also stated that going through batteries more often. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.